Manufacturer narrative:
(B)(4). The sample associated to this report was received and the reported customer fault could be confirmed by visual inspection however; a series for tests was carried out on the manufacturing cell in an attempt to recreate the defect and the reported issue could not be confirmed as device/manufacturing related defect. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, a tracheostomy tube hub was found broken, and the inner cannula loose. The respiratory therapist inspected the device after the ventilator began to alarm. The device was replaced and there was no patient harm reported.